Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached from the suture when the capio device was being irrigated after the mesh leg was pulled through the sacrospinous ligament and back outside the body. The bullet flew across the room. The physician performed a standard plication to complete the procedure, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.